Manufacturer narrative:
Corrected occupation: health care professional. Plant investigation: the complainant returned one f160nre dialyzer for evaluation. During the visual examination of the returned sample, blood was observed within the threads of the cavity ID end screw flange. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory leak test. An external leak was observed originating from the cavity ID end screw flange/header at approximately 10.0 psi. The dialyzer was then subjected to destructive disassembly to isolate the cause of the leak found during leak testing. A fiber fragment was observed to be located at approximately 240° with the dialysate ports at 0° on the cavity ID end. The fiber fragment was visually observed beneath the o-ring. When viewed under magnifications (x20 and x50), one end of the fiber fragment was seen on the cut surface was noted to be open, resulting in the leak. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed external leak on the cavity ID end screw flange/header of the dialyzer. The complaint has been deemed confirmed.

Event description:
A nurse clinic manager reported a hemodialysis (hd) patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately ten minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak at the large end cap of the venous connection port. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was 250ml. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on the same machine. Per clinic manager the sample was available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse clinic manager reported a hemodialysis (hd) patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately ten minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak at the large end cap of the venous connection port. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was 250 ml. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on the same machine. Per clinic manager the sample was available to be returned for evaluation.

Manufacturer narrative:
The device was not returned to date for evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A nurse clinic manager reported a hemodialysis (hd) patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately ten minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The clinic manager stated the bloodlines used were fresenius. The leak was noted as being an external blood leak at the large end cap of the venous connection port. No visual damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was 250ml. The clinic manager stated a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with a new dialyzer on the same machine. Per clinic manager the sample was available to be returned for evaluation.